Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified medication at a rate of 40 ml/hr, with a vtbi (volume to be infuses) of 1060 ml, for a duration of 24 hours, and the delivery was started. After an unspecified length of time, it was reported the nurse noted the container was empty; however, the device display indicated a volume infused of 610 ml. The nurse reported the device did not display a "vtbi complete" message. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.